Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4, h6. Corrected fields due to errors in initial report: b5, d5, e1, g2. In b5, it was initially reported that "it was observed that during device evaluation, the videoscope had the insertion tube in the soaking tub for twelve minutes. They pour the cidex opa from the gallon container into the soaking tube and test with test strips. They do not use chemical wipes on the video connector. There were no reports of patient harm.". Correction: during an onsite visit it was observed that during reprocessing the customer was soaking the insertion tube and body control unit in cidex opa for disinfection, but not the connectors. The connectors are just wiped which is a deviation from the olympus reprocessing instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause as to why the customer was not following the IFU when performing reprocessing could not be determined. The event can be detected and prevented by following the instructions provided in: olympus enf-v3/enf-vh reprocessing manual chapter 2 function and inspection of the accessories for reprocessing. Chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the videoscope had the insertion tube in the soaking tub for twelve minutes. They pour the cidex opa from the gallon container into the soaking tube and test with test strips. They do not use chemical wipes on the video connector. There were no reports of patient harm.